Event description:
It was reported that the patient complained of fluttering in their chest. It was also reported that the right ventricular (rv) lead had t-wave oversensing (twos) resulting in pacing below the programmed rate. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2007; d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.